Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The plastic packaging of the implant was crushed and sterility was questioned.

Manufacturer narrative:
An event regarding blister damage involving a triathlon baseplate was reported. The event was confirmed. Visual evaluation of the returned device packaging confirmed that the blisters in the box were damaged. Medical records received and evaluation: not performed as no patient information was provided for review. A device history review indicated that all devices that were accepted into final stock conformed to specification. A complaint history review indicated that there have been no similar events for the reported lot. Visual inspection confirmed that this damage aligned with the location of the slight damage on the outer box. The investigation concluded that the blisters were damaged however, the root cause could not be determined. A shipment discrepancy report has been initiated by reliability engineering regarding the finished goods shipment has been completed. There is no indication or evidence to suggest the reported event is related to the design or manufacture of the device. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The plastic packaging of the implant was crushed and sterility was questioned.